Event description:
The facility contacted the company rep on (B)(6) 2014 to report that a pt with a mets distal femur implanted approximately three years ago had undergone a diar (debridement, antibiotic and implant retention) procedure as a result of a gross infection. All cemented parts/ plastics were replaced while keeping the original implant in situ. The explanted parts were sent to the facility's microbiology lab for culturing. The surgeon subsequently advised that the pt's infection was characterized as pseudonymous and two types of staphylococci.

Manufacturer narrative:
The investigation is ongoing. Additional pt specific info regarding the complaint has been requested. A supplemental report will be provided.